Event description:
It was reported that the patient, that is enrolled in the vercise dbs dystonia registry a4012 clinical study, experienced a fever which was assessed as being moderate in severity the day of the deep brain stimulation (dbs) implant procedure. The patient was given medication and hospitalized. The event was assessed as not related to the procedure, device or the stimulation.

Event description:
It was reported that the patient, that is enrolled in the vercise dbs dystonia registry a4012 clinical study, experienced a fever which was assessed as being moderate in severity the day of the deep brain stimulation (dbs) implant procedure. The patient was given medication and hospitalized. The event was assessed as not related to the procedure, device or the stimulation. Additional information was received that the patients' fever was identified postoperatively, and that the hospitalization was not due to the fever, and he was prescribed medication to reduce the fever. It was also determined that this event was determined not to be a complaint.